Manufacturer narrative:
Prior to the event, the lab had difficulty calibrating cl, and customer performed flow cell maintenance. Qc on the day of the event was within lab-established ranges. A field service engineer (fse) was dispatched and inspected the instrument; no issues were found. The fse performed a "health check" testing and all results met specifications. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) suspecting that the unicel dxc 800 pro synchron clinical system generated false low sodium (na) results. The results were not reported out of the lab. Two samples were repeated on the other instrument and those results were reported. The results from one of the samples matched between instruments. The results from the other sample did not match and bci review of data shows that na, chloride (cl), and calcium (calc) results were discrepant between instruments. Patient treatment was not affected.